Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: (B)(6) = 1442.31miu/ml / retest = <1.2miu/ml (reference range = <5miu/ml). There was no reported impact to patient management.

Manufacturer narrative:
According to the complaint text, abbott field service observed splashing from the probe and crystallization inside the wash cup on the architect analyzer. Both the arc, probe and the wash cup were cleaned. A review of service history for the architect i2000sr, serial number (B)(4), identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the arc, probe was cleaned and calibrated. Return testing was not completed as returns were not available. The architect systems operations manual addresses operational precautions and limitations; component replacement; and addresses sample results observed problems for erratic results, including, but not limited to the troubleshooting performed by the customer. A search for similar complaints identified no trends for the arc, probe with regard to discrepant patient results. A review of the architect i2000sr tracking and trending data revealed no systemic issues or trends associated with the erratic result described in this complaint. Based on the investigation no product deficiency was identified for either the architect isr61982 or the arc probe (list number 08c94-47).